Manufacturer narrative:
Corrected data: b.5.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's representative reported a left side implant exchange due to the patient's concern with the product. Patient later reported rupture via mammogram and MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported a left side implant exchange due to the patient's concern with the product. Patient later reported rupture via mammogram and MRI. Device remains implanted.